Event description:
A malfunction alarm was reported, indicated by malf 0 on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided necessary information for doing so, and verified that the issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction appeared again, which they acknowledged and understood.